Manufacturer narrative:
On 13 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 17 nov 2015 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 15 september 2015: lot 145415: (B)(4) items manufactured and released on 13 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold with one similar reported event (MDR 2015-00023). On 05 september the medical affairs director made the following comment: postoperative fracture is a known and possible complication of tha. No radiographs are provided, no information on possible traumatic events that may have caused fracture. There are no indications that the occurrence is implant-related.

Event description:
Periprosthetic fracture: the stem was revised and then the surgeon proceeded with a cerclage. On (B)(6) 2015 the patient went to the hospital for medical examination: the fracture was detected by the surgeon.